Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) and posterior segment 2 leaflet tethering for a mitraclip procedure. During pre-deployment establish final arm angle (efaa), the clip arms continuously opened from 10 degrees (closed) to 90 degrees. Troubleshooting was performed to close the clip and efaa was repeated. The clip opened to the same angle as before. The clip was eventually removed and replaced to complete the procedure. The final mr was reduced to grade 1 with one clip implanted. There were no adverse patient effects.